Event description:
It was reported that the customer received a motor error alarm on the insulin pump while priming. The insulin pump was not exposed to a strong magnetic field. The pump passed the displacement test. The insulin pump was not dropped and the drive support cap did not appear to be damaged. The motor error had occurred three times over the course of 30 days. A motor position encoder error was found in the alarm history. The customer's blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received stuck in a motor error alarm loop during bolus or basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during testing. It was not possible to confirm the motor encoder error due to overwritten file history.the insulin pump was received with a cracked window corner.